Event description:
It was reported the patient (B)(6) is not having effective pain relief from his dbs system and is experiencing unpleasant stimulation in his arms and legs when the system is on. Reprogramming was unsuccessful. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device.